Event description:
Around (B)(6) 2009, I purchased a 2 pack of target's generic brand -up & up- early result pregnancy tests. The tests expired in 12/2011, and the lot number is 25241. After my period was a few weeks late, I used one test in early (B)(6), and the test read negative. I have a history of fertility problems, so it was not that unusual not to have a period, and I assumed the test was accurate. In mid to late (B)(6), I decided to use the other test after having classic symptoms of early pregnancy. This test again read negative. In mid-(B)(6), I was scheduled for a steroid injection in my hip, and the doctor ran a routine pregnancy test before the procedure. It came back positive, and I'm due in (B)(6). Based on my due date, conception would have been late (B)(6). It is slightly possible that the first test was conducted a day or two early to be fully accurate. However, it is more likely that both tests gave incorrect results. I am a stickler about the directions for these things, so I am confident that the incorrect results were not due to user error. My biggest concern is that between the negative readings and the positive test at the doctor's office, I continued behavior otherwise not advised during pregnancy -social drinking, high doses of ibuprofen per my doctor's orders, x-rays, etc-. Dates of use: #1: (B)(6) 2009 - (B)(6) 2009; #2: (B)(6) 2010 - (B)(6) 2010.